Event description:
"The sling is eroding right through the apex of the vagina". Info received from dr. On 3/10/2003: "typically facility simply trim back the eroded portion from the upper vagina followed by closure of the mucosual defect".